Event description:
Device issue: dislodged stent. Time of device issue: during stenting procedure. Symptoms/ae: medical interventional. It was reported that two xience v stents were implanted in the proximal and mid left anterior descending (lad) artery. During an attempt to advance a 2.5x23 xience v stent to the distal lad, the xience v device became caught on one of the previously implanted xience stents or in calcification and did not cross the lesion. The lesion (proximal to distal lad) was mildly tortuous, moderately calcified and 90% stenosis. During the attempt to cross, the 2.5x23 xience v stent dislodged and came in contact with the guiding catheter tip. The stent dislodged in the coronary, distal to the guiding catheter. An attempt to retrieve the dislodged stent using a snare device was unsuccessful. During retrieval, the stent became caught with the sheath and could not be removed, resulting in the dislodged stent being implanted in the radial artery. There were no reported adverse pt sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4) (use of device distal to stent). (B) (4). The device was received. Investigation is not complete.